Event description:
It was reported the patient presented for implant procedure. During surgery, the atrial leadless pacemaker (lp) exhibited low pacing impedance and low current of injury after fixation. While repositioning the lp, the helix was sprung. The lp was removed and a new device was used to complete the procedure. There were no patient consequences.